Event description:
It was reported that the patient was very resistant to trying other sites and inserted infusion set at scar site which might have led to bent cannula on (B)(6) 2026. The patient experienced high blood glucose level (596 mg/dl) which was treated with pump and drank water.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.